Manufacturer narrative:
As part of heartflow's quality monitoring process, we identified a potential false negative. Hfid #: (B)(4): the investigation identified a potential false negative in the lcx region; after the initial analysis was delivered, a second analysis completed as part of ongoing quality monitoring resulted in a decrease in the ffrct value from 0.96 to 0.62 on the distal lcx. While heartflow has identified this issue, the physician has not provided feedback, nor indicated a safety event with the patient.

Event description:
Heartflow identified a potential false negative result.

Manufacturer narrative:
The physician confirmed that he did not think the stenosis on the proximal lcx was significant, however after receiving notification of the second analysis, the referring cardiologist has scheduled the patient for coronary angiography. No report of adverse event.